Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported the unspecified vacutainer blood collection tube had the incorrect label information. The following information was provided by the initial reporter: translated to english. The customer stated: customer received "1 box closed with 10 packages. The box was identified as edta 2 ml, however inside there were edta 4ml. Ps: box closed by manufacturer.".

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported the tube k2edta plh 13x75 2.0 plbl lav br had the incorrect label information. The following information was provided by the initial reporter: translated to english. The customer stated: customer received "1 box closed with 10 packages. The box was identified as edta 2 ml, however inside there were edta 4ml. Box closed by manufacturer. Boarding box identified as edta 2ml (sku 360055 and lot 0090424). Inside, the tubes were edta 4ml (sku 360057 and lot 0080546)." D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda d.4 medical device catalog #: 360055 h.4. Unique identifier (UDI) #: (B)(4)d.4. Medical device lot #: 0090424 d.4. Medical device expiration date: 2021-06-30 g.2 manufacturing location: becton dickinson ind. Cirurgicas ltda g.7. Type of report: follow up #2 h.2. Type of follow up: additional information h.4. Device manufacture date: 2020-04-16.

Event description:
It was reported the tube k2edta plh 13x75 2.0 plbl lav br had the incorrect label information. The following information was provided by the initial reporter: translated to english. The customer stated: customer received "1 box closed with 10 packages. The box was identified as edta 2 ml, however inside there were edta 4ml. Box closed by manufacturer. Boarding box identified as edta 2ml (sku 360055 and lot 0090424). Inside, the tubes were edta 4ml (sku 360057 and lot 0080546)."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube had the incorrect label information. The following information was provided by the initial reporter: translated to english. The customer stated: customer received "1 box closed with 10 packages. The box was identified as edta 2 ml, however inside there were edta 4ml. Ps: box closed by manufacturer."